Event description:
Device issue: proxima shaft separation. Time of device issue: during stent procedure. Adverse event: none. It was reported that during stent deployment, the proximal shaft separated on the 2.75x15 promus stent system (sds). The sds was removed without incident. There were no reported adverse pt effects. No additional info was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant info.